Event description:
During af treatment, where the physician performed isolation of lspv and lipv, a change in blood pressure occured and development of mild cardiac tamponade was noted through echocardiography. As a result, cardiac drainage was performed. The physician believed that when the lasso catheter was positioned at the left appendage some resistance was felt, that possibly was the point where damage to the left appendage might have happened. The patient is in stable condition and had fully recovered. Patient's prognosis is satisfactory. No extended hospitalization was required.

Manufacturer narrative:
Biosense webster catheters used in this procedure were: d7l202515rt lasso variable circular mapping /13180779, d7l1015rt lasso deflectable circular mapping, d508d005rt small dome special / 13218754, d505ar005rt small dome / 13215013, navistar mapping/ablation catheter/13224571. The physician believed that the injury might have occurred when the lasso catheter was in use. However, he is unsure which lasso catheter it was between the two lasso catheters mentioned above. The section on the precautions in the instruction for use states "careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."